Event description:
It was reported that the plastic piece of the cleo 90 infusion set detached from the adhesive during wear, leaving the tubing hanging completely detached. There was patient involvement/ no harm reported.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.